Event description:
It was reported to philips that disk space was low and unable to do cine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the issue occurred during a coronary treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk space was low, and system was unable to perform x-ray. A review of the system logfile confirmed malfunctioning of the frontal ip-pc. Upon functional testing, the fse found that the ippc and flexvision pc did not boot in the proper sequence, so the entire room was thrown off. To resolve the reported issue, the fse rebooted the full system and corrected with the hard reset. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.